Manufacturer narrative:
This report will be amended when our investigation is completed. (B) (4)

Event description:
It is reported that a durom cup was implanted on (B) (6) 2009. The cup loosened and revision done on (B) (6) 2010.